Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the available daily insulin delivery totals correctly reflected the programmed basal rates. There was no activity related to the complaint observed in the black box or download history. The black box contained dates (B)(6)2015 to (B)(6) 2015. The black box and histories for the event reported on (B)(6) 2015 have been overwritten. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The pump paired successfully with a test meter and the boluses were executed using the meter remote with no errors occurring. The pump passed radio frequency testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose(bg) over 600 mg/dl with polyuria and large ketones. It was reported that there was a communication problem. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient did not change the channel 5 values above or below the previous channel to confirm the system was paired. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not changing the channel and confirming the system was paired.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.